Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that while they were initializing the probe, they received the l3-002 and l3-009 error code. No patient consequence reported.